Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) from a study reported a CT scan was performed on (B)(6) 2016 which confirmed a large right front hematoma which was related to the implant procedure, but not the device or therapy. As a result therapy was suspended. On (B)(6) 2016 another CT scan was performed showing an increasing in the frontal hematoma. On (B)(6) another CT scan identified ischemic injury that occurred within the territory of the right cerebellopontine angle (cpa). As a result of this the consumer showed signs of full left deficit hemi corporal after subthalamic neurostimulation then neurological worsening in patient care for the intracranial hematoma. These issues resulted in an urgent care visit, emergency room visit, inpatient hospitalization, life-threatening injury or illness, permanent impairment of a body structure or body function, and death on (B)(6) 2016.

Event description:
Cause of death: deficit hemi corporal full left after a subthalamic neurostimulation then neurological worsening in a patient care for a hematoma intracranial and death on (B)(6) 2016. Event was related to the implant procedure. The site had been queried to clarify the relatedness to therapy. At this moment the site reported not related to device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# va152e3, product type: lead. Product ID 3389-28, lot# 0210412709, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted: identify clinical diagnosis: traumatic intracranial hematoma . Regarding the relationship of the event to the device or therapy: not related. Regarding the relationship of the event to the implant procedure: related. Device: lead 1: lot number: 0210412709, specify target: right stn. Lead 2: lot number: va152e3, specify target: left stn. Deficit hemi corporal full left due to right large frontal hematoma after the implantation of leads then neurological worsening in a patient care for a hematoma intracranial and death on (B)(6) 2016.

Event description:
Additional information received reported the final programming date and time for the most recent interrogation prior to the event occurred during surgery/anesthesia.